Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 5.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that five infusion sets cannula were kinked on (B)(6) 2024 due to which hyperglycemia occurs within 3 hours of insertion. The insertion site was abdomen. High blood glucose level was 21 mmol/l. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.